Manufacturer narrative:
Since the initial report was filed, the investigation into the hemolysis allegation has concluded. The complainant in the EU did not return the product for hemolysis testing and product analysis. The team returned partial data logs from the console. During the support no positioning or suction events were found in the data logs that would indicate impella was the cause of the hemolysis. The cause of the hemolysis can not be determined. Insufficient clinical details were shared and no product was returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in the EU has not returned product for investigation. The analysis into the clinical report and data logs is on-going at this time. A final report will be submitted upon completion.

Event description:
A female patient of (B)(6) was admitted with cardiomyopathy and placed on ECMO. When she was unable to be weaned from the ECMO, the team chose to place bipella support with both an impella cp and impella rp. After 4 days of support there was note of massive hemolysis. The team chose to explant the rp. After the removal the hemolysis began to be rectified over the subsequent 3 days. The team also infuse blood products, in the form of 23 transfusions over 4 days.